Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial lead noise was observed during a follow-up appointment with inappropriate mode switching. Impedance measurements were also out of range. The physician elected to perform a laser lead extraction to remove the atrial lead. Lead damage consistent with clavicular crush was observed. No complications occurred with the patient during lead extraction or replacement. The hospital retained the lead for cultures, therefore it will not be returned.